Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose at 421 mg/dl and his belt clip cracked. Customer treated for high blood glucose with a bolus from her insulin pump. Nothing further reported.